Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of a viscoelastic, which is not qualified for cartridge/handpiece use. The root cause may be related to a failure to follow the directions for use (dfu). Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was loaded properly by scrub tech into appropriate cartridge and loader, and given to surgeon to implant. When the lens was implanted into anterior chamber, surgeon noticed two distinct cracks in the center of the optic. The lens was exchanged during the initial procedure. The back up lens was implanted with no issue. Additional information was requested and received.